Event description:
It was also reported that the patient presented to the emergency department (ed) on 2013-(B)(6) and had a complete workup. The patient was discharged from the hospital on 2013-(B)(6).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the device system delivered 1009.6mcg/day. It was indicated that the patient also took oral baclofen, 20mg three times daily. The patient had decreased level of consciousness and abdominal pain. It was noted that during the catheter dye study the catheter ¿takes a tortuous course and is looping twice at the anchor¿. The patient was currently back at the nursing home. The pump dose was decreased to 750mcg/day on 2013 (B)(6). Oral baclofen and oxycodone were discontinued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) felt the patient may have been ¿toxic¿. The hcp requested a manufacturer representative to turn down the pump. The device system delivered baclofen. It was later indicated that a pump refill occurred on 2013 (B)(6) at which time the device delivered baclofen 2000mcg/ml at 751.3mcg/day. There was no indication of dose change. It was later reported that the reporter believed the pump was delivering ¿roughly 1000mcg/day¿ at the time of the event. The patient had experienced somnolence. The patient presented with possible baclofen overdose. The managing physician decided to have a manufacturer representative assist the emergency room (ER) doctor decrease the dose to 750mcg/day. The following day, 2013 (B)(6), a dye study was performed. The catheter was able to be aspirated and cleared of the existing medication and the dye study was able to be conducted. There were no apparent breaks, tears, kinks, etc... And a contrast plume was noted at the tip of the catheter. It appeared the catheter tip was at t12/l1 which was noted to be fairly low for a baclofen pump catheter. Upon completion of the dye study, a priming bolus was programmed. The current condition of the patient was unknown.